Event description:
A surgeon reported a corneal burn occurred at the beginning of the nuclear sculpling phase during cataract surgery. The phaco tip was reported to have been obstructed by the viscoelastic and that the viscoelastic became "whitist". It was reported that the surgeon did not know that he should remove some viscoelastic before using the ultrasound. Add'l info was received from the customer reporting the corneal burn happened after only a few seconds because of an overheating of the tip of the handpiece. The burn was observed at the incision site with whitening and distortion of the wound. The handpiece was replaced and the surgery was completed without further incidents. The surgeon used sutures to close the wound. A few days later, a second surgery, a conjunctival overlap, was performed. A third surgery was also completed to apply fibrin glue. Postoperatively, the pt has significant astigmatism, but it should decrease. The pt's postoperative vision was reported as "poor".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).